Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received from an advanced evaluation trial patient with an external neurostimulator (ens). The patient reported that they were having pain from stimulation and wanted to try another program as well, so the patient changed from program 2 to program 3. Additional information was received from the patient on 2017-sep-19. The patient reported that they went to their medical doctor follow up and the lead fell out. The patient noted that they no longer had the system due to the lead falling out. No further complications were reported or were expected.